Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Additionally, eight (8) sealed devices from the lot number provided in the report were returned. These sealed device were sent to the supplier for evaluation. Our laboratory evaluation of the used device said to be involved confirmed the report. During a functional test, the handle of the forceps device was manipulated. The cups opened, but would not close. The device was also be sent back to the supplier for further evaluation. The supplier provided the following information: one device from the reported event was returned in a zip-type bag with proof of decontamination. Eight devices from the same lot as the reported event were returned in their original unopened pouches. The one opened returned device was tested for "would not open or close." The tip opened and closed as expected and met the final quality control checklist requirements. The device opened and closed when in three 8 inch coils and additionally when in the tortuous path endoscope. The suspected defect on this device was not confirmed. For the eight (8) unopened devices, all devices were functionally tested to confirm the suspected defect/failure mode of "would not open or close". In all cases, the tips opened and closed as expected and the devices met the final quality control checklist requirements. The devices opened and closed when in three 8 inch coils and additionally when in the tortuous path endoscope. The suspected defect on these devices was not confirmed. Because there is a discrepancy between the initial evaluation and the supplier evaluation, the complaint will be confirmed as a worse case scenario for the "unable to close" malfunction. The device history records were reviewed and the devices were manufactured in february 2017. Relevant defects were noted in the assembly order during manufacturing and/or final quality control inspection. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The complaint is confirmed based on the initial evaluation. The instructions for use state the following in regards to product inspection: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forcep is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic biopsy procedure, the physician used three (3) cook captura serrated large forceps-spike. The handle is snapping (makes a popping noise) and then the forceps will not open or close. The physician then removes the forceps from the endoscope and uses another of the same device to continue the procedure.